Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer experienced a blood glucose (bg) level of 991 mg/dl and ketone levels considered dangerous. Bg level led to an emergency room visit and a subsequent hospitalization. While in the hospital, the customer received treatment in the form of an insulin drip, electrolytes and antibiotics. The customer was released from the hospital 2 days later.